Manufacturer narrative:
Updating health effect clinical code (e) to only include: 2001. Updating type of investigation (b) to only include: 4112, 4115, and 4119. Updating investigation findings (c) to only include: 3221. Updating investigation conclusions (d) to only include: 4315.

Manufacturer narrative:
A medwatch supplemental report is being submitted due to a retrospective review of egs complaints [(B)(4)] by merit medical's systems inc, [(B)(4)] pms team for any identified complaint discrepancies requiring corrections/additional information per 21 cfr 803. Merit medical systems inc. (B)(6). Corrections to egs medwatch report: b.2 - updated to include [x] required intervention. B.7 history updated to include hiatal hernia gerd d6a - implant date added updated g code to 788 replaced c code to include 3221 replaced d code to include 67 h.8 updated to reflect [x] initial use.

Event description:
Endogastric solutions (egs) received information regarding a patient who underwent a ctif procedure (consisting of a hiatal hernia repair (hhr) procedure, conducted either laparoscopically or robotically, followed by a transoral incisionless fundoplication (tif) procedure) on an unknown date was diagnosed with a perforation. Medical intervention and hospitalization were required to treat the patient.

Manufacturer narrative:
It is unknown whether the esophyx device and/or tif procedure may have contributed to or caused the reported event. No additional information has been provided after multiple written attempts to obtain additional information. Egs is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based on limited information received by egs as of the report date, which egs has not been able to fully investigate or verify prior to submitting this report as required by the FDA. A follow-up report may be submitted at a later date if additional information is obtained by egs.